Event description:
Post tee pt rolled back onto back preparing for transport to recovery. Noted that microbore extension set had fallen apart and blood was oozing out of the side port. IV set worked well throughout procedure. It appears to have just fallen out of the green extension piece. It was not broken jagged etc. I pulled another set from the same drawer with the same lot # and it was tight, secure, not removable. Description: hospira life shield latex free microbore extension set with clave and locking spin collar "t", non-dehp 6 inch - 15cm - approximate priming volume 0.5 ml list # (B)(4) sterile pack.